Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for inability to attach with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the needle and holder doesn't fit tight or separates during use with a bd vacutainer® one use holder. The following information was provided by the initial reporter: (2 of 2 complaints) it is reported screw collar does not fit tight when using needle eclipse. This complaint is related to previously reported needle eclipse (B)(4)). Verbiage received, - "the hub is screw collar on the bottom of the needle apparatus that screws onto the vacutainer holder and it is a bd product (vacutainer one use holder ref #: 364815). The screw collar of the needle does not fit tight at times or it completely falls of leaving the bottom green plastic part that the needle is mounted from exposed which cannot be screwed onto to the vacutainer holder. So the entire needle apparatus is useless.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle and holder doesn't fit tight or separates during use with a bd vacutainer® one use holder. The following information was provided by the initial reporter: (2 of 2 complaints), it is reported screw collar does not fit tight when using needle eclipse. This complaint is related to previously reported needle eclipse (B)(4). Verbiage received, - "the hub is screw collar on the bottom of the needle apparatus that screws onto the vacutainer holder and it is a bd product (vacutainer one use holder ref #(B)(4). The screw collar of the needle does not fit tight at times or it completely falls of leaving the bottom green plastic part that the needle is mounted from exposed which cannot be screwed onto to the vacutainer holder. So the entire needle apparatus is useless.